Event description:
It was reported the left ventricular (lv) lead dislodged. When the pocket was opened for a repositioning, the lv lead appeared discolored. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage. The analyst commented that the discoloration complaint is likely related to the blood throughout the proximal conductor of the lead which entered through a cut in the outer insulation.